Event description:
Customer reported that she changed her set and her blood glucose readings have been nearly 600 mg/dl. Customer stated that she has been treating with a manual injection. Customer also mentioned that she went to the hospital in (B)(6). Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer reported noticing an occlusion in the tubing. Customer's blood glucose reading at the time of the call was 125 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.